Event description:
While evaluating a returned olympus colonovideoscope, it was discovered that the air/water cylinder and tube both had foreign material present. There was no report of patient involvement during this event.

Manufacturer narrative:
This report is being submitted to provide the initially discovered reportable malfunction as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ based on the results of the investigation and the condition of the returned device, the specific foreign material found could not be identified. However, investigators believe it¿s likely that the foreign material may have been unremoved because the device was not reprocessed in accordance with the IFU. Olympus will continue to monitor the field performance of this device.